Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Confirmed all alarms and alerts present in patient data related to flow and pressure problems. Device would not complete autofill cycle. Filled 3/4. The root cause of all flow, pressure, and fill problems was determined to be a failed circulation pump motor. The motor has in excessive of 10600 hours on it and no longer spins correctly and eventually stops after a short period. Replaced circulation pump motor. Replacement of the circulation pump motor corrected the reported flow/ fill / pressure problem reported. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device gave error 01 (patient line open), 02(low flow) and 41 (low internal flow) after just being return from the depot for 2000-hour service. Flow rate (fr) was 0.0, inlet pressure (ip) was 0.0, circulation pump command (cpc) was 100%. Left port of manifold no suction and inlet pressure (ip) remained 0.0 when thumb placed over port, water level 5 device full. Device would be returned the depot for an assessment of the circulation pump. Per sample evaluation results on 05mar2024, it was reported that the bezel on the control panel was found cracked, tank seals found lifted and torn. The chiller molded tube found cut short on the drain valve side.

Event description:
It was reported that the arctic sun device gave error 01(patient line open), 02(low flow) and 41(low internal flow) after just being return from the depot for 2000-hour service. Flow rate (fr) was 0.0, inlet pressure (ip) was 0.0, circulation pump command (cpc) was 100%. Left port of manifold no suction and inlet pressure (ip) remained 0.0 when thumb placed over port, water level 5 device full. Device would be returned the depot for an assessment of the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.